Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product used? Was the needle retrieved during the same procedure, or did you need to modify the initial procedure or perform an additional procedure? Apart from recovery of the broken pieces from the patient, were there any other patient consequences? If yes, what was the treatment? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The surgeon was reinforcing silastic implant in the larynx with appropriate needle and needle driver. As the implant was being sutured in place, the eye of the needle broke. Surgeon made team aware, surgeon was able to remove x 3 pieces. 2 pieces were removed from the patient larynx via grasper, and 1 piece was removed from the needle driver via magnet. Compared pieces on telfa, upon inspection it was determined all pieces were retrieved. There was no bleeding throughout the removal process. There were no patient consequences reported. Additional information was requested.